Event description:
Customer had readings that were higher than they felt. They tested with a freestyle meter and had readings within short period of time of 108 and 189. Customer drank orange juice and then retested again with freestyle. Their result was 96 mg/dl. They conducted a comparison test with the precision meter and received a reading of 117 mg/dl.